Manufacturer narrative:
Performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement, rapid voltage depletion present during (B)(6) and (B)(6) 2017. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device reached recommended replacement time earlier than expected. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated shorting/low impedance in the battery. Hybrid analysis confirmed a low battery voltage. The cause of rapid voltage depletion was not determined. Testing and evaluation of the hybrid reported normal operation with typical current drain levels and functionality. No hybrid anomalies were found. Battery analysis revealed a lithium-plating breach which was found along the top edge of the anode separator enclosure adjacent to exposed cathode material within the cathode tab slot. Plated-lithium extended from the breach opening and contacted exposed cathode material adjacent to the breach. Based on this analysis, battery depletion was the result of an internal short from the lithium-plating breaching the anode separator and contacting the exposed cathode material. If information is provided in the future, a supplemental report will be issued.